Event description:
It was reported to tycohealthcare/kendall that a customer had a problem with a magellen safety needle broke 1/4" below the hub of the needle while rn was drawing blood from a syringe. There was no injury to the patient, however the rn sustained a needestick.